Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose three weeks ago with blood glucose of 585 mg/dl. Customer¿s current blood glucose is 479 mg/dl. The customer experienced symptoms such as extremely thirsty, tired. The customer was treated with insulin pump. Customer reports they have contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.